Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating high air supply pressure. The ventilator was investigated on site by our field service engineer and further investigation revealed that the nozzle of the air module was defective. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating high air supply pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).